Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they hadn't used their device in probably 12-13 years because it got to be a hassle to charge the implant every day. Patient said they were at the neurosurgeon the other day and they were talking about replacing the device, but patient wanted to know if any of the newer models would connect to their leads, and requested contact information for local reps. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Agent provided and explained use of nas phone number. Hcp info was provided.